Event description:
It was reported that the patient received a blow directly to the implant site soon after the initial implant. Several weeks later, the device alerted for a capture management warning and for a high impedance readings on the right ventricular (rv) and superior vena cava (svc) defibrillation coils of the rv lead. Four days later the device alerted for high impedance on the pace/sense portion of the rv lead. The patient was seen in the emergency room (ER) and was scheduled to be brought in to the clinic for a device check and isometric testing. Reaching the left arm to the right scapula revealed noise and oversensing in various pacing configurations. Erratic impedances were also noted on the defibrillation coils. A lead fracture or connector/grommet issue with the device was suspected. An x-ray determined that the lead pins were all past the post in the header and the lead was in its original implant location. The patient expressed anxiety and frustration over the device alerts and repeated hospital/ER and clinic visits. Due to the unknown source of the issue, a device and lead replacement was scheduled. It was further reported that during the lead replacement, the lead helix would not retract. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and performance data was collected from the device. Analysis was performed and no anomalies were found. (B)(4).